Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 356 (mg/dl). Reportedly, customer had not changed infusion set and believes this contributed to their elevated bg levels. Customer changed site and delivered a correction bolus to address bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.